Manufacturer narrative:
Health hazard evaluation (hhe) was completed.

Event description:
Tissues were torn after the tigerpaw system ii device was used (appendage was occluded). Sutures were used to stop small bleeding. There were no patient negative effects.